Event description:
I was implanted with essure, they had to urgently remove in 2019, performed bilateral salpingectomy with uterine horns. During the time I had it I suffered many adverse effects, all of them notify the aemps during removal apparently, they left a small residue of essure in my uterus, I still have discomfort. I have recovered part of my health, it was strange, when it was removed after two days I stopped having that metallic flavor in the mouth and many of the symptoms I suffered disappeared, my hair stopped falling out and is now healthy and strong, I no longer suffer from diarrhea that I had daily, neither nausea nor vomiting, nor inflammation and gum bleeding. I am still having tests with digestive and gynecologists, but it seems that they refuse to recognize the rest that was deft in my uterus I have medical reports since they put essure my medical history change , before having the essure implant I was a healthy person, after not. Thank you for giving the opportunity to communicate, I hope they take drastic measures with bayer, I know that essure was withdrawn from the market I hope and for the good of humanity, that they do not let them commercialize again. Thanks. FDA safety report ID # (B)(4).